Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance due to suspected fracture. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.